Manufacturer narrative:
Concomitant product: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4). Analysis of the desktop charger ((B)(4)) found the connector to be broken.

Event description:
The patient reported a loose connector pin out of box on the desktop charger (dtc). There had been issue recharging the implantable neurostimulator recharger (insr) since implant. The connector pin fell off 3-4 days prior to this call. She had had a few falls that resulted in hospital visits and during her last hospital visit, her implantable neurostimulator (ins) was not completely charged and the ins/therapy turned off, maybe the sunday or monday prior to this report. There were no allegations of the falls affecting the therapy. The ins was off only due to the insr issue. The manufacturer representative (rep) had been unable to assist with the ins therapy until the patient recharged the ins. The patient was in pain. The ins was off due to not being able to charge the ins. Relevant medical history included non-malignant pain. Follow-up was performed to determine if the replacement dtc resolved the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant only worked for the first 1.5 weeks after implant and it was still not working. When asked to clarify what wasn¿t working the patient stated everything and was unable to clarify any specific issue. The patient hadn¿t used the therapy since then and was told it needed to be replaced.